Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 375cc saline prosthesis , catalog #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(64) african american female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced right sided deflation post procedure. The deflation was thought to be caused by a trauma experienced during a car accident. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/8/2019. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/28/2019. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 475cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/8/2019. Device evaluation summary: it was reported that a 48-year-old african american female underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During evaluation a crease was observed on the anterior that extends to the posterior aspect. Leak testing was performed according with mentor procedures and revealed a rent measuring approximately 0.5 cm at the juncture patch. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).